Event description:
Allergan breast implants implanted (B)(6). By 2012 debilitating neck and muscle pain. By 2016, constant headaches, vertigo, heart palpitations, chest pains, fibromyalgia, right side extremities numb (continued to my entire right side), blurred vision, horrific anxiety and sudden depression, cognitive impairment, chronic fatigue, muscle pain, insomnia, memory loss, always cold, light intolerance, mood swings, shortness of breath, horrific period changes, cysts, flooding, and so much more. I explanted on (B)(6) 2019 and within hours I felt 100% better. I haven't had a single heart palpitation since surgery, no chest pains, and the leg numbness disappeared (my pathology showed "chronic inflammation" capsular contracture and multiple benign fibrosis. I was tested for hpv after being seen for bad flooding periods and cysts. I ended up being treated for infection and sent home for rest. This was a norm for every period until my explant surgery on (B)(6) 2019. Periods immediately leveled off since surgery. FDA safety report ID # (B)(4).